Event description:
It was reported that the patient felt difficulty in opening the packaging. Patient wasn¿t sure if two or three boxes were bad but though maybe the packaging was different and hence didn¿t want any more catheters from this lot. Per follow up via phone on 26mar2021. Customer noted difficult to open the package for the catheters and added that the water packet was smaller than usual which made difficult to open and also stated that catheter didn't lubricate properly as there was less water.

Manufacturer narrative:
The reported event was unconfirmed and the product had met specifications. Visual evaluation noted two unopened magic3 intermittent catheters were received. Also noted that the water packet was not burst. No water or residue was found in the catheter packaging on return and water packet volume was measured to be 3.9ml and 4.0ml. The product was not used for patient diagnosis or treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient felt difficulty in opening the packaging. Patient wasn't sure if two or three boxes were bad but though maybe the packaging was different and hence didn't want any more catheters from this lot. Per follow up via phone on 26mar2021. Customer noted difficult to open the package for the catheters and added that the water packet was smaller than usual which made difficult to open and also stated that catheter didn't lubricate properly as there was less water.